Event description:
Event description guidant received information that this vnetricular lead had dislodged, resulting in elevated thresholds, difficulty in pacing, and acute undersensing. The lead was then successfully repositioned in the mid-septum with appropriate measurements.